Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that battery longevity was very short and had to be changed every day. It was also reported that display screen was blank and pump casing had missing pieces. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump monitored for several days; no unexpected failed battery alarm, battery out limit alarm and weak battery alarm anomalies noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.